Event description:
It was reported that a cartridge alarm 20 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating that the level was within a normal range. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer was advised to fill a new cartridge with room temperature insulin. The customer continued to use the pump for insulin therapy.